Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter was prompting error 4 messages. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that she started getting error 4 messages between 12 noon and 1 pm on (B)(6) 2017. The patient manages her diabetes with insulin (self-adjuster). She reported that she was unable to test and dose successfully as a result of the alleged issue. She denied making any changes to her usual diabetes management routine after obtaining the error messages. She reported that about 2-3 later, she started ¿feeling hot and cold and sweating¿. She reported that between 12 noon and 1 pm on (B)(6) 2017, she consumed food and/or drink to treat her symptoms. At the time of troubleshooting, the csr established that the patient was not using the product for the first time. The patient described the correct testing steps and confirmed that the test strip completely drew in the sample. The csr walked the patient through a retest using a different vial of test strips, but the issue remained unresolved. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after obtaining allegedly inappropriate error 4 messages on the subject meter.